Event description:
It was reported that the patient underwent lead removal due to an infection. The leads will not be replaced for one year from removal. The implantable neurostimulator was not explanted. Additional information has been requested from the hcp, but was not available as of the date of this report.